Event description:
The event involved a customer allegation against a device that does not hold the charge. Device testing found the device powered up and displayed the battery depleted message with an empty battery icon. While the device was connected to a/c power, a message to keep device plugged into a/c was displayed. The device passed a self-test on a/c. When a/c was disconnected, the device displayed a depleted battery message and powered off. The complaint is confirmed. A new battery was installed, the change battery option was keyed and the device passed testing. Multiple n56 (warning replace battery) alarms were found in the alarm history log. The probable cause is related to a known software issue in version (B)(4). Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.